Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the field service engineer of olympus visited the facility, leakage testing of the subject device had been performed only at the end of the day, not after every endoscopy. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that there was trace of the water ingress into the endoscope connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.